Event description:
A perforation in the posterior tibial artery occurred during attempt to treat a cli for limb salvage. The pk papyrus was used for treatment of the perforation, but the stent would not seal. The stent remained implanted. The patient went to surgery for amputation. It was stated that the amputation was not related to the pk papyrus as the covered stent was used in context of an attempt to prevent the amputation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause was identified. The treating physician rated the outcome as not device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.